Event description:
It was reported via clinical study that patient underwent total elbow arthroplasty on (B)(6), 2004. Subsequently, the ulnar bearing was revised on (B)(6), 2010, due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". The product and lot identification necessary to review manufacturing history were not provided.

Manufacturer narrative:
This is a duplicate complaint previously reported, reference (B)(4) (1825034-2010-00373 and 1825034-2010-00374 with follow ups).